Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint "insufficient seal." The instrument was placed and driven on an in-house system. The instrument passed the self tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the logs found that the instrument generated error code 22020 "installed vessel sealer extended failed to engage on usm4". There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The cause of the insufficient sealing that was reported is unknown. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a vessel sealer extend instrument did not seal sufficiently. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.